Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the side clamp between the chamber and collection bag did not completely stop the flow and would leak. Additional information received reported that the external drainage was connected to the patient and clamped below the collection to measure the fluid collection. The nurse noticed the clamp was completely closed and not stopping the flow of fluid, meaning when the side clamp was clamped, the fluid was flowing through the mechanism. Upon noticing the clamp was not stopping the drainage of the fluid, the nurse changed the external drainage to another one. It was not that the facility "felt" like it was being made of a different/flimsy material.